Event description:
It was reported that the user¿s cgm indicated a low glucose value of 50 mg/dl after a meal had been announced 2 to 3 hours before eating, and low, urgent low soon, and urgent low alerts were received. Symptoms included no perceived hypoglycemic symptoms. Outcomes included self-treatment with oral carbohydrate (applesauce), no need for medical assistance, no professional medical intervention, and resolution in less than 30 minutes. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed that the cause of the reported hypoglycemia remained unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.